Event description:
It was reported that the patient experienced shortness of breath. The right atrial (ra) lead exhibited occasional undersensing and the nurse indicated that the patient's apical rate was below the programmed lower rate of the implantable cardioverter defibrillator (ICD). The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).